Event description:
It was reported that the device displayed cassette not properly attached. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Review of event history showed multiple cassette broken alarms surrounding cassette attach/detach error. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. Visual inspection revealed the downstream occlusion (dso) seal was separating. The dso seal was replaced.